Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self, and displacement accuracy tests. No under or over delivery anomalies were noted during testing. In addition to this, device data was successfully uploaded on to care link. No upload or download anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 68 mg/dl at the time of incident and the current blood glucose of the patient was 56 mg/dl. Customer treated with food. Customer was using auto mode. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer allege pump was over delivering. Troubleshooting was performed for low blood glucose. The insulin pump will be returned for analysis.